Manufacturer narrative:
(B)(4). Subsequent to the initial MDR that was submitted on (B)(4) 2015, it was noticed during follow-up review that the complaint had previously been reported on MFR# 3004753838-2014-01801. Due to new complaint handling system, the follow-up information is being captured on this MDR and a supplemental report will not be filed for the 2014 MDR.

Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2014, patient experienced a permanent out of range signal. No additional patient or event information is available.

Event description:
Distributor contacted dexcom technical support on (B)(6) 2015 to report that on (B)(6) 2015, patient experienced a permanent out of range signal. No additional patient or event information is available.

Manufacturer narrative:
(B)(4). Device evaluation was completed by animas on 03/13/2015. Evaluation of the returned transmitter confirmed the customer complaint, however a definitive root cause could not be determined. The complaint device was returned to dexcom for evaluation on 04/29/2015. The device was visually inspected and no defect was found. Functional testing was performed on the device and the transmitter failed. The customer complaint of intermittent out of range was confirmed and the root cause was determined to be a defective transmitter.